Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm occurred. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was not confirmed. The device's downloaded event log was reviewed, and no ventilator inoperative alarm conditions were observed. The device was tested and passed all final testing.

Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.